Manufacturer narrative:
(B)(4).

Event description:
No product was provided for investigation. Data was provided for investigation. The data shows a sensor restart was detected within the investigation window. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue. Therefore a more specific code could not be selected.

Event description:
It was reported that the transmitter was not working. The home health caregiver had inserted the sensor, and the spouse was unable to verify any error message had occurred. At first the spouse did not understand the symptoms the patient was having. After the spouse realized the patient had labored breathing, 911 was called. No other symptoms were specified. Emergency medical services (ems) personnel determined that the patient¿s bg was high, but they were unable to measure it with their equipment. The patient was transported to the hospital where she was diagnosed with diabetic ketoacidosis and admitted for treatment. The spouse did not know what medications or treatments the patient had received, and no bg values were available. Five days later after the patient¿s bg level had decreased, she was discharged home in stable condition. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.